Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). The procedure images included in the complaint underwent independent physician review. The assessment is documented below. ¿the description of the case is clear and supported by one image which is a roadmap image showing a coiling procedure and a stent distal to the aneurysm. From what is described it looks like the non-opening of the proximal markers caused the stent to not being fully opened and not apposed to the wall, which may result in movement if the vessel is larger than the diameter at that time. The push on the proximal portion of the stent will likely have triggered this. The non-opening of the proximal markers is something that can happen due to constraints of the blood vessel (stenosis, spasm, etc.) Or technical failure. Since the stent is in the patient, the root cause cannot be assessed.¿ physician name and date reviewed: (B)(6) md, msc, on (B)(6) 2025. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9262192. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. Incomplete expansion and migration-embolization are potential complications associated with the enterprise2 vascular reconstruction device. Incomplete expansion of the stent could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. After delivering the microcatheter in an attempt to fully open the proximal markers of the stent, the stent migrated/embolized into another vessel/distal portion of the target vessel. There were no reports of patient harm; however, the physician was required to implant a second stent at the target lesion and preclude patient complications. Per the additional information received on 11-jun-2025, the physician disclosed there was no evidence of stent embolization and there was no evidence of obstructed blood flow. Based on this information, pec: ¿migration-embolization¿ was modified to ¿migration.¿ in this case, the target location was the c6 segment of the internal carotid artery, but the stent was implanted with half of the stent in the internal carotid artery, and the other half in the middle cerebral artery. Since the stent did not cover the target lesion, the surgical intervention of implanting a second stent at the intended site, was required. Based on this required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure on (B)(6) 2025, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9262192) was placed in the target site via the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot#: unknown) and released. It was observed that the proximal markers of the stent did not fully open or expand as intended. The physician delivered the microcatheter in attempt to open the proximal markers, but the stent suddenly migrated forward at this time and half of the stent was in the internal carotid artery (ica) and the other half was in the middle cerebral artery (mca). The physician removed the microcatheter from the patient, switched to a new microcatheter (competitor brand) to deliver a second stent (competitor brand). The second stent was then released in the target site. The procedure was reportedly prolonged by approximately 15 minutes. There was no report of any negative patient impact. One (1) procedure image was included in the complaint file. The image will undergo independent physician review. On 11-jun-2025, additional information was received. Per the information, the target vessel of the stent-assisted embolization procedure was the c6 segment of the internal carotid artery (ica). The targeted aneurysm was a small, unruptured saccular aneurysm. The information indicated that there were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow. Per the information, when the physician delivered the microcatheter again in attempt to open the proximal markers, that was considered an intervention. There was no additional intervention required to remove the stent and the microcatheter from the patient. The replacement microcatheter to deliver the second stent (unspecified competitor brand) was not considered an intervention for the migrated stent. The event description stated the following: ¿doctor delivered the microcatheter to attempt to open the proximal markers of the stent, but the stent migrated forward suddenly, at this time, half of the stent was in the internal carotid artery, and the other half was in the middle cerebral artery. The doctor removed the microcatheter from patient and switched a new microcatheter (other brand) to deliver a second stent (other brand), then released the second stent in target site.¿ the additional information clarified this statement as follows: the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9262192) remains implanted half in the ica and the other half in the mca. At the end of the procedure, the patient has two stents implanted: the original enterprise 2 stent that did not fully expand and the second stent (from another brand). There was no evidence that there was embolization of the stent. The temperature indicator on the indicator pouch was checked and found to be within acceptable criteria. An adequate continuous flush was maintained through the microcatheter during the procedure. There was no resistance during the advancement of the enterprise 2 stent. The information confirmed there was no negative impact on the patient and the physician did not consider the 15-minute procedure extension to be clinically significant.